Manufacturer narrative:
The email received for the (B)(4) study indicated that after the index procedure the patient expired secondary to a retroperitoneal bleed. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The patient's medical history includes hyperlipidemia, history of smoking, diabetes mellitus and hypertension. The target lesion was the proximal right internal carotid artery (r5) (ica). The vessel was described and moderately calcified and mildly tortuous with an 80% stenosis. An angioguard was deployed distal to the lesion which was pre-dilated and followed by placement of a precise stent. The angioguard was successfully retrieved and upon inspection there was no debris found in the filter basket. The procedure was successfully completed without complications or blood loss. Approximately fourteen hours post procedure the patient became hypotensive and an abdomen/pelvis CT scan showed a right hemipelvis hematoma with an active bleed. The patient's hemoglobin and hematocrit fell. The patient was treated with phenylephrine, vasopressin, and levophed. A code blue was called due to unresponsiveness and pulseless electrical activity and subsequently the patient expired. The event was evaluated and determined to be unrelated to the cordis product but probably related to the index procedure. During the autopsy a 1cm defect of the right distal iliac artery was noted, suspicious for arterial perforation site, with surrounding hematoma. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00270 and 9616099-2012-00271.

Event description:
The email received for the (B)(4) study indicated that after the index procedure, the patient expired. The cause of death was a retroperitoneal bleed. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The patient's medical history includes hyperlipidemia, history of smoking, diabetes mellitus, and hypertension. The target lesion location was the proximal right internal carotid artery (r5) (ica). The vessel was described and moderately calcified and mildly tortuous. The rate of stenosis was 80%. An angioguard (701814rmc/ lot 71210505) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0940rxc/ lot 15230669) stent was deployed at the target lesion. The angioguard was successfully retrieved and upon inspection, there was no debris found in the filter basket. The procedure was successfully completed. There were no complications or blood loss. Approximately fourteen hours post procedure, the patient suffered an adverse event. The patient became hypotensive and an abdomen/pelvis CT scan a right hemipelvis hematoma with an active bleed. The patient's hemoglobin and hematocrit fell. The patient was treated with phenylephrine, vasopressin, and levophed. A code was called due to unresponsiveness and pulseless electrical activity. Subsequently, the patient expired. The event was evaluated and determined to be unrelated to the cordis product but probably related to the index procedure. During the autopsy, a 1cm defect of the right distal iliac artery was noted, suspicious for arterial perforation site, with surrounding hematoma.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2012-00270 and 9616099-2012-00271.